Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the device not working was that the patient just needed information and the patient therapy guide.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy, and no symptom relief. Patient "doesn't think it has worked very well for me and I don't know where I should adjust it to and I have tried all of the programs." Patient reports having good results at first, but reports uncomfortable pressure on the side of their vagina on programs 1 and 2, and as a result, couldn't increase stimulation past 1.0v. On program 3, the patient could increase stimulation a little higher, but still had pressure. On program 4, the patient is at 7.0v, but they have to go to the bathroom all the time. Patient was redirected to and will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.